Event description:
The reporter states that the customer obtained a blood glucose result of 295 mg/ml and 104 mg/ml within 10 minutes on the accu-chek compact system. No action was taken based on the reading. No adverse event reported. The suspect product was not returned to the MFR for evaluation.